Event description:
Customer sent email stating "I had my tube breaking off from the pump this weekend. I reattached a new tubing to the cartridge and completed a manual prime. It has made me question the sturdiness of the infusion sets."

Manufacturer narrative:
Unomedical a/s received the complaint through asante solutions, the distributor of the infusion set. The internal reference number for this complaint at asante solution is (B)(4).this MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q3 2013. In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report no (B)(4). Evaluation summary: used device: no unused devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and static pull of tubing-asante connector. All test results were within specifications. (B)(4).